Manufacturer narrative:
Twelve - intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The other cables at wrist were undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the tenaculum forceps instrument was noted to have multiple wires exposed during reprocessing. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.